Manufacturer narrative:
Date of awareness updated/corrected.

Event description:
The manufacturer received information alleging the ventilator failed to calibrate during service testing. There was no harm or injury reported. The device's printed circuit assembly required replacement to address the issue.